Event description:
Procedure: ivc filter placement. The slip-cath beacon tip catheter inadvertently passed through the internal jugular into the right subclavian artery. Pt had a high inr which increased the pt's potential for bleeding upon removal of the slip-cath beacon tip catheter. Therefore, for the safety of the pt, the pt was taken to the or for removal of the slip-cath beacon tip catheter and suturing of the subclavian artery. Dates of use: 2008. Diagnosis or reason for use: placement of ivc filter.